Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a bluetooth connection between transmitter and mobile app issue occurred. Data was provided for evaluation but will no confirm the alleged complaint or determine a probable cause. The complaint confirmation of a bluetooth connection between transmitter and mobile app issue could not be determined. A probable could not be determined. No additional patient or event information is available.